Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who received pd therapy on a homechoice (hc) device passed away due to an unreported cause. The pt passed away while in the hospital and was not connected to the hc at the time of death. The reason for the hospitalization was not reported. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon further investigation it was reported that the cause of death was unknown. It was unknown if peritoneal dialysis (pd) therapy was ongoing at the time of death. It was reported that the patient (pt) was not using baxter products at the time of death and the pt was not a baxter pd patient. Therefore, the homechoice pro is no longer considered suspect product in this event.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. There was no previous service history for this device. As a result, the direct cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.